Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 460-893 mg/dl and diabetic ketoacidosis. Reportedly, the customer did not complete the load process when performing a supply change. On (B)(6) 2023 customer administered a manual injection to address the issue and went to the emergency room with high ketones identified as life-threatening by a healthcare provider. Customer was treated with intravenous fluids of saline and insulin and was discharged the following day with the issue resolved and no permanent damage. Tandem technical support (tts) did a full pump system check and confirmed that pump was functioning as intended and that the pump did alert appropriately to notify the customer that the load process was not completed. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.